Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a bilateral sinus lift procedure using mcba on the right side and mcba and rhbmp-2/acs on the left side. 4 days post-op, the patient reported having symptoms of fever, chills, and swelling of the right cheek. The fever and chills were resolved on the 5th day post-op, but the swelling of the right cheek persisted. Incision and drainage were performed, which reduced the symptoms of infection on the right.

Event description:
It was reported the patient reported having symptoms of fever, chills and swelling of right cheek, 4 days after bilateral sinus surgery using rhbmp-2/acs. Symptoms of fever and chills were resolved on the 5th post-op day but swelling of right cheek persisted. Incision and drainage performed which reduced the symptom. No additional information was provided.